Event description:
Additional information was received from the hcp on 2019-jun-24. The cause of the missed refill was ¿busy schedule,¿ as the patient had a flooded house and was traveling. The overdose symptoms had resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 4 mg/ml and 9 mg/ml dilaudid (hydromorphone) at 0.6 mg/day. The reason for use was spinal pain. It was reported that the hcp suspects a pocket fill occurred on (B)(6) 2019. The patient came in for a refill. They missed their refill and the pump had been dry for 4-5 days. They refilled the pump with a new concentration and 15 minutes after the refill, the patient became nauseous and 5 minutes after that the patient became extremely lethargic, obtunded, and hypoxemic. The change in therapy/symptoms was sudden. They transported the patient to the hospital and is currently in the ICU, on a narcan drip. They performed a sonogram and they did not see any fluid around the pump pocket. When he accessed the reservoir, 3-4 hours after the refill, the pump was completely empty. There were no further complications reported/anticipated.